Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge was not returned. A reserved sample from the same lot number, u200045 was tested and evaluated by product analysis on 02/24/2015 with the following findings:a visual inspection of the cartridge was performed with no damage or defects observed. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the fill test. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the pump emitted multiple ¿loss of prime¿ alarm. It was noted when the patient experienced elevated blood glucose (bg) greater than or equal to 13.8mmol/l, the patient had overcorrected with the pump and then experienced a bg level of 3.4mmol/l with cognitive impairment. The patient reportedly had other health issues like celiac and a new onset of mensis. Customer technical support (cts) reportedly performed the following troubleshooting with the patient; the patient was not connected to the pump during the prime step, the rewind, load, and prime steps were successfully performed on the pump after cartridge changes and the cartridge was being used appropriately. The patient reportedly remained on the pump and animas has requested the return of the cartridge. This complaint is being reported based on the following, the patient experienced a hypoglycemic event and due to the alleged multiple ¿loss of prime issue¿ issue with the pump. Use error was a contributing factor to the reported incident as the patient had overcorrected with the pump.